Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The patient's ipg was replaced on (B)(6) 2023, no complications during the procedure and effective therapy restored. No explanted product is being returned; facility retains. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient¿s patient did not use the system for about 6 months. In turn, the ipg became inoperable it was as unable to communicate with external devices and programmer displayed error code 2501. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.